Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
It was reported that a 12.6 mm, tmicl12.6, -9.00/3.00/067(sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 lens repositioning was performed due to lens rotation (toric icl continued to rotate) and blurred vision. On (B)(6) 2021 the lens was exchanged for a longer length lens and the problem resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a container, in a sterile pouch. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
B5 - it was reported that a 12.6mm tmicl12.6 -9.00/3.00/067 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Lens size too small; blurred vision and lens rotation were reported. On (B)(6) 2020 lens repositioning was performed but did not resolve the problem. On (B)(6) 2021 the lens was explanted and later replaced with a longer length lens. This resolved the problem. Claim # (B)(4).